Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urinary/bowel dysfunction. It was reported that the patient could not connect to their ins for the past two days and would like to adjust therapy for better symptom results. Agent reviewed correct my therapy app, patient was able to connect to ins and increase stimulation to a comfortable level. Patient will maintain stimulation and monitor symptoms. Redirect to hcp if issue persists. Additional information was received from the patient. Patient reported similar issue as previously reported. Patient said wanted to increase setting on either (B)(6) however when increased the setting felt a shocking pain in their groin, said it was riveting and feels like a wire is poking them. When asked, reason for increase is that a little earlier patient noticed increase in urgency and dribbling around the beginning of the month. When asked, patient doesn't recall any changes to diet or medications. Reviewed therapy information and general programming guidance including how setting could affect ins battery longevity. Reviewed therapy screen and patient also commented that they were turning therapy to off position after making an adjustment. Reviewed meaning of icons on scr een. Patient decided to switch programs and stated will monitor symptoms.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the problem was resolved. Customer service was extremely helpful.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.